Manufacturer narrative:
(B)(4). Additional information received: there were no adverse consequences for the patient and the surgeon was able to perform the surgery to plan. There was no vessel damage during the procedure. He did pull another device, but was able to complete the case with no issues. In reference to (B)(4)'s email, the surgeon believes that the device locked because of too much pressure on the handle. The device was returned with the jaw stuck closed half way fired with small piece of tissue within the jaws. The device was connected to the generator and it was recognized. Due to the condition of the device not all functional testing could be performed with the generator. The device was disassembled and it was noted the I-blade has internal damage. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a davinci total laparoscopic hysterectomy (tlh) procedure, the device locked on tissue and wouldn't release. The doctor clamped on either side of the tissue around device to cut out and release device. There was an error code on the gen11 to replace device. Finished case with another device. There were no adverse consequences for the patient.